Event description:
A hospital in (B)(6) reported to a distributor that an rt329 infant continuous flow breathing circuit had a faulty heater wire. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a distributor that an rt329 infant continuous flow breathing circuit had a faulty heater wire. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint inspiratory limb was returned to the manufacturer for evaluation. A visual inspection was performed and a heater wire resistance test was carried out using a multimeter. Results: the resistance test revealed that the heater wire was open circuit. A wire break was located between the heater wire and the heater wire pin. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possible as a result of a weak crimp connection.

Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.